Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing unexplained high glucose and the paramedics were called. The customer stated that they treated her high glucose with the insulin pump. The time and date on the insulin pump were correct. Advised the caller to call back to troubleshoot the device. No further information was provided.